Manufacturer narrative:
As stated in dario's user guide, one of the potential factors that may lead to inaccurate test results is if the room temperature and/or humidity are outside the range of 50°f-95°f (10°c-35°c) and 15-85%, respectively. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that when he uses his dario meter and test strips in the us, the meter works fine and gives accurate bg readings, however, when he travels to asia, to the philippines in particular, his dario meter and test strips give him high bg readings. Due to these high readings, the user went to the hospital where his bg level was measured with the hospital's meter and was found to be very low. In addition, the user reported that he tried to correct his bg level based on the dario meter's high bg results. The user stated that he is aware that a possible reason for the high bg readings is the humidity difference between the USA and asia.